Manufacturer narrative:
H6: investigation summary 10 unused samples were received for investigation. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. Sets were primed with water and attached to a bd secondary set filled with blue dye water. Sets were allowed to free flow. No backflow was observed. The customer complaint that there were two patients that had secondary infusions that back flowed in the flush bag could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 11171447 lot number 20077161 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 2 as lvp 20d 3ss 2cv sets backflowedinto the primary flush bag, the first with antibiotic, and the second with normal saline. The following information was provided by the initial reporter: "we found two different patients tonight who had secondary infusions that backflowed into the flush bag. It was true for both regular IV tubing as well as the secondary line tubing. The antibiotic backflowed into the flush bag despite being set to gravity appropriately and the pump was programmed correctly. The second time it happened was just normal saline but it pushed back into the other bag."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp 20d 3ss 2cv sets backflowedinto the primary flush bag, the first with antibiotic, and the second with normal saline. The following information was provided by the initial reporter: "we found two different patients tonight who had secondary infusions that backflowed into the flush bag. It was true for both regular IV tubing as well as the secondary line tubing. The antibiotic backflowed into the flush bag despite being set to gravity appropriately and the pump was programmed correctly. The second time it happened was just normal saline but it pushed back into the other bag."